Event description:
A surgeon reported that approximately six weeks following intraocular lens (iol) implant surgery, a pt is disappointed with the outcome due to poor near vision. In a f/u, the opthalmic assistant reported relaxing incision with yag was performed eight days following the implant surgery and the event continues. In the surgeon's opinion, it is unk if the device caused/contributed to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/27/2011 and 06/30/2011 by phone, fax, and mail. A completed questionnaire was received on 07/12/2011. (B)(4).